Event description:
The scope was withdrawn back into the stomach, the lumen was deflated of air, and a savory guidewire was passed into stomach and the scope was withdrawn over the guidewire for esophageal dilation. A 60 french savory dilator was then passed over guidewire for esophageal dilation and then removed. An attempt was made to pass a bravo ph probe with capsule into esophagus for ph monitoring. When the probe was placed down the esophagus and positioned at 34 cm, 6 cm above the z-line measured at 40 cm and suction was applied. The capsule could not be deployed appropriately onto the esophageal wall secondary to the defect in the device. The probe was removed and the capsule had dislodged from the esophagus into the hypopharynx. The patient had to be intubated to protect the airway. A snare was then used to capture the device in the hypopharynx and then was removed from the mouth. The procedure was then completed without any immediate complication. The MFR response has been nothing yet.